Event description:
A fail code 812:02. Info was not provided regarding whether or not the failure occurred during a pt infusion. Details were not avail regarding additional contact information, pt demographics, medication involved, or pump programming. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last service event.